Event description:
Information was received indicating that this ambulatory infusion pump failed a volume test and exhibited over infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed volume test and over infusion was verified. No evidence of any related errors in the event log. Service failed at least one test for the delivery accuracy. Service will trim the expulsor. The problem source is the explusor.

Event description:
Additional information from customer, no patient involvement.